Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify battery dead/unable to charge alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.